Event description:
A report was recieved that the patient was explanted due to pain at the pocket site.

Event description:
A report was recieved that the patient was explanted due to pain at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70, serial#:(B)(4). Model description:linear lead, 70 cm with pre-loaded 0.014 inch stylet model#:sc-2138-50, serial#: (B)(4), model description: linear lead, 50 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
(Removal of lead information, this lead was not explanted during this procedure) model#:sc-2138-50 serial#: (B)(4) model description: linear lead, 50 cm with pre-loaded 0.012 inch stylet. Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The ipg exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Damage to the lead was a result of a typical explant procedure and it is not considered a failure.